Event description:
Patient had surgery to remove bone spur in large left toe. On a follow-up visit, x-ray shoes that plate implanted in patient's foot broke in half. The patient will require additional surgery. Depuy ref #02.211.235, lot # unknown.